Event description:
The physician deployed complete se biliary stent to the internal iliac. The lesion was heavily calcified with moderate tortuosity and 90% stenosis. The lesion was predilated. The physician was unable to remove the device after stent deployment. During the attempt to remove the delivery system, the stent moved and stretched. The pt was sent to surgery. The pt survived surgery and was discharged from hospital. No additional clinical sequelae were reported. Review of the cine images showed the lesion being pre-dilated. It also showed the deployed stent in situ in the vessel with the guide catheter and guidewire present. The stent appeared to be stretched/deformed.

Manufacturer narrative:
Pt evaluation: cine review. Evaluation results: unk what caused the reported event. Indicated use of device is for the bile duct.